Event description:
According to the reporter: during a total nephrectomy, the reload was impossible to open after stapling. The instrument locked on tissue. The jaws stayed closed. The surgeon converted to a laparotomy procedure. The current patient status is good. There were no patient symptoms or complications associated with this event. Current patient status is alive with no injury.